Manufacturer narrative:
Date of post-operative infection development is unknown. This report is for four (4) unknown matrixrib plates/unknown lot. Part and lot number are unknown; UDI number is unknown. Implanted in (B)(6) 2017; exact date is unknown. On (B)(6) 2018, the surgeon removed only one (1) matrixrib pre-contoured plate for the right side and seven (7) screws that secured the plate. Other three plates and screws remained implanted in the patient. Complainant part is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for plate is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery in (B)(6) 2017 for treatment of rib fractures. The patient was implanted with four (4) matrixrib plates with an unknown quantity of matrixrib screws. On an unknown date post-operatively, the patient presented with an infection. The patient was reported to have been battling months of infection. On (B)(6) 2018, the surgeon removed one (1) matrixrib pre-contoured plate for the right side and seven (7) screws that secured the plate. The surgeon sent the hardware for gross pathology for analysis. During the procedure, surgeon drained the pus pocket that was present on top of the implanted hardware. None of the other three plates were infected, so they remain in the patient. Surgeon irrigated with antibiotic irrigation and closed with no issues. Since the bone fracture had been healed, no additional bone fixation was needed. Surgery was completed successfully with no time delay. No fragments were generated during the procedure. The patient is reported in stable condition. This report is for four (4) unknown matrixrib plates. This is report 1 of 2 for complaint (B)(4)